Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded pmfsg are feasible and offer good early results. [(B)(4)].

Event description:
Article: leopardi, m. E. (2016). Home-made fenestrated endograft as urgent treatment of complex aortic aneurysms in high risk patients. Italian journal of vascular and endovascular surgery, 134-143. Purpose: to describe a technique to modify a standard aortic stent graft and report the preliminary results. Per the article adverse events included paraparesis, reintervention r/t type iii endoleak and occlusion.